Manufacturer narrative:
Summary of investigation: there are three previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 19 closed samples and an open sample with the needle detached from the thread (thread is still wound on the pack). Tightness test to the closed samples received has been performed and the units are tight. We have tested the needle attachment strength on the closed samples received and the results do not fulfil european pharmacopoeia (ep) requirements for the minimum in two of the samples (needle already detached from the thread when opening the pack). The results are: 1.36 kgf in average and 0.01 kgf in minimum (ep requirements: 1.12 kgf in average and 0.46kgf in minimum). Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfilled usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the samples received show that the needle escaped from the thread. Final conclusion: taking into account the results of the closed samples received do not fulfil ep/b. Braun surgical specifications and that there are previous confirmed complaints for the same issue, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client (vet) reported that the thread was separated from the needle. There are several affected. Sutures with the same batch. Before use.